Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿did not alarm¿ for flow error occlusion. The unit was triaged and the customer¿s reported condition was confirmed. The unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump had an error for flow error occlusion empty but did not alarm. No patient involved.